Event description:
The patient was extubated in the a.m. And the patient became more restless with oxygen needs continuing to increase and the patient was re-intubated by anesthesia by mid-afternoon. The patient was placed on full vent support. The patient was wakeful and upset, agitated through the evening with flailing of arms and legs. There was no sedation ordered for the patient at that time. The nurse discussed patient with several physicians and sedative meds were given to the patient. The patient was sedated but respiratory rate (rr) was 30-32 and oxygen saturation 100%. Stat portable chest x-ray was ordered to look for a new pneumo and blood gases ordered. The chest x-ray did not show anything and the blood gases were fairly normal. The respiratory therapist (rt) was at the bedside trying different vent modes. The physician seeing the patient stated to continue with monitoring the patient. The vent was set to ventilate the patient at rr 26-38 bpm. A test lung was placed on the vent to verify malfunction and rr was detected at 42. The vent tubing, pressure lines and exhalation valve was replaced without change. The vent would not pass est test. In the early a.m., the rt replaced the faulty vent with a new one. Patient's rr was 17. Impact to patient: the patient's respiratory status was compromised, blood gases and portable chest x-rays ordered, sedatives increased with staff thinking it was the patient instead of the vent. The replacement vent worked with no issues noted. Biomed corrective action: the vent was removed from service and vent was sent to the manufacture for warranty action. Unit failed the leak test. Manufacturer corrective resolution: replaced pressure module. The last date of preventative maintenance performed on the unit prior to the occurrence: (B)(4) 2013.======================manufacturer response for enve ventilator, enve ventilator (per site reporter).======================repaired, tested and verified by carefusion.device #1is this a laboratory device or laboratory test?no.